Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 13mm amplatzer septal occluder was chosen for implant with an 8fr amplatzer trevisio intravascular delivery system. During deployment in the left atrium, the device had a cobra deformation. A decision was made to replace the device with a second 13mm amplatzer septal occluder. The replacement device was implanted in the patient and there was no report of adverse patient effects. There was no report of any interaction with cardiac structures during deployment and no angulation/kink with the delivery system. The patient remained hemodynamically stable throughout the procedure. No patient consequences were reported.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that a 8f delivery sheath was used and there was no anatomical interference, or any angulation or kink in the delivery system upon deployment. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.